Event description:
The pt was implanted with a left ventricular assist device. It was reported by the perfusionist that thrombus was suspected within the lvad. A pump exchange from one lvad to another lvad was performed and thrombus was found inside at time of explant. In addition, the pt's system controller will be returning to the MFR for eval.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.